Event description:
Pt was revised to address pain and stiffness. Poly wear was discovered intraoperatively.

Manufacturer narrative:
No product was not returned for examination. Product info required to retrieve the device history records for review and search the complaint database by mfg was not provided. The investigation could not draw any conclusions about the reported event and polyethylene wear without the product to examine. Provided info stated a larger product was inserted to achieve the desired joint motion and that the product was not suspected of failing to meet specs. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.